Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance, noise and multiple oversensing events which are consistent with lead fracture. On "fleuroscopy" inspection of the lead, it appeared to be crushed at the clavicle. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Fluoroscopy.